Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from under the cycler and at the bottom of the cart after ending their pd treatment. There were no alarms or messages prior to discovering the leak. The patient stated that fluid did not come in contact with the cycler. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the patient stated that on (B)(6) 2021 after they had finished their treatment on the cycler, they were breaking their supplies down and noticed that their floor was soaking wet. Upon looking around they noticed that there was fluid underneath the cycler and on the bottom of the heater tray. The patient stated that there was no fluid in the cassette door and stated that they did not notice a fluid leak during their treatment. There were no alarms or messages during their treatment/ prior to discovering the leak. The patient stated that the bags did not leak or have any issues. The cause of the leak was unknown, and the patient stated that no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment on the cycler on the night of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from under the cycler and at the bottom of the cart after ending their pd treatment. There were no alarms or messages prior to discovering the leak. The patient stated that fluid did not come in contact with the cycler. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the patient stated that on 05/15/2021 after they had finished their treatment on the cycler, they were breaking their supplies down and noticed that their floor was soaking wet. Upon looking around they noticed that there was fluid underneath the cycler and on the bottom of the heater tray. The patient stated that there was no fluid in the cassette door and stated that they did not notice a fluid leak during their treatment. There were no alarms or messages during their treatment/ prior to discovering the leak. The patient stated that the bags did not leak or have any issues. The cause of the leak was unknown, and the patient stated that no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment on the cycler on the night of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.